Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary under h10. Correction (g1) - contact office address: dr. (B)(4). 02 nov 2021: four further photographs were received and the complaint investigation was reopened to evaluate the new photographs. The four new photographs were evaluated in accordance. They again confirm the batch number, the expected product and the complaint issue. There was still no physical sample to confirm what the foreign matter was. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicated no discrepancies. Pm logs have been checked and all pm's have been completed with no discrepancies found. Affected amount: 1pc. Convatec foam lite15x15cm was manufactured under sap code 1713691 and manufacturing lot number 1c00272. Lot # 1c00272 was sterilised under lot 2718054 and released on review of results of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-151 ver. 36.0 for machine circle. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot 1c00272. This was the only complaint for the affected lot registered within the database. Two photographs had been received for this complaint and had been evaluated. The photographs confirmed the batch number, the expected product and the complaint issue. No physical sample has been returned so it cannot be confirmed what the foreign matter is. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a black foreign substance in the individual wrapping. The product was not used on patient. Photographs depicting the issue were received from the complainant.